Event description:
It was reported that the pt was presented with acute coronary syndrome. The pt underwent angioplasty and stenting of the lad. A 6f angio-seal was selected for use following a percutaneous coronary intervention procedure (pci). The pt started to bleed after being transferred to a cart. The pt's blood pressure and heart rate dropped and was treated with atropine and dopamine (dose unk). The pt complained of pain and warmth in the back. A CT scan revealed bleeding. The pt developed right groin and retroperitoneal hematoma. The pt was transported back to the cath lab where the left groin was punctured and the catheter passed to the right iliac. An angiogram was performed and revealed bleeding in the right femoral artery. A balloon was positioned and inflated to help stop the bleeding. The pt was brought from the cath lab to the operating room in an emergency fashion. Under general anesthesia, the pt underwent surgical exploration and repair of the right common femoral artery pseudoaneurysm. The angio-seal was found partially in the vessel, was removed and sent to pathology. The pt tolerated the procedure well, was extubated and was in stable condition. No additional info is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding and hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.